Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involved a tego® connector where it was reported that at the disconnection, while rinsing the arterial line of the catheter, the tego valve cap came off and air entered the line. The nurse clamped the line, changed the tego valve, and once the air was removed from the line, it was rinsing. There was no report of patient involvement or patient harm.